Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One tapered screw vent implant (tsvt4b10) was returned for investigation. Visual inspection of the as returned implant identified signs of use but no damage within the external threads of the implant. The collar and internal hex of the implant showed signs of use but no damage. Visual and dimensional comparison of the implant with the drawing verified that the implant was consistent with the design. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. The following sections have been updated: date of this report, device brand name, device expiration, device catalog and lot number, UDI (B)(4), date received by manufacturer, checked "follow-up", checked follow-up type, changed "no" to "yes", date of manufacture, entered evaluation codes, added manufacturer narrative.

Manufacturer narrative:
(B)(4). The following information is unknown at the time of this report: the reported device has been received for evaluation. Investigation has not yet begun. Once investigation has been completed, a follow up medwatch will be submitted.

Event description:
It was reported that the patient presented with periimplantitis at tooth location 29. The implant was removed. The patient will return for implant placement.